Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported difficulty to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. A 3.0x33 mm rx xience prime stent delivery system (sds) was advanced to the target lesion and the stent was deployed. However, the sds could not be removed from the patient. It is unknown at this time why the sds could not be removed. After repeated attempts, the sds was ultimately removed. The procedure was completed at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. A 3.0x33 mm rx xience prime stent delivery system (sds)was advanced to the target lesion and the stent was deployed. However, the sds could not be removed from the patient. It is unknown at this time why the sds could not be removed. After repeated attempts, the sds was ultimately removed. The procedure was completed at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.